Event description:
It was reported that, "poly exchanged with low grade infection."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.